Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the plastic safety sleeve securing the cupola to the spring arm was broken, allowing a snap ring to move out of its position, and releasing the cupola. The fst repaired and returned the device to service. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts.

Event description:
The customer reported that, during cleaning the cupola felt down. No patient nor operator were involved. No injuries were reported. (B)(4).